Manufacturer narrative:
The air gas module which regulates the inspiratory air gas flow to the patient was replaced during on site troubleshooting and has been returned for investigation. During test of the returned part in a reference ventilator, performed pre-use check failed the pressure transducer test due to high measured pressures and flow transducer test because the air gas module delivered less flow than intended. During ventilation the measured oxygen concentration was higher than set. The investigation showed that the flow transducer test failed due to a faulty delta pressure transducer which is part of the flow measuring in the air gas module. Microscopic inspection showed signs of corrosion inside the delta pressure transducer. Corrosion inside the pressure transducer can only occur due to exposure to contamination via the gas flow from the supplied gas. According to the user´s manual, supplied gases shall meet the requirements for medical grade gases according to applicable standards. The pressure transducer test failure was caused by a faulty membrane in the nozzle unit. Ocular inspection of the nozzle unit showed that the membrane was worn out. The nozzle unit should be changed during the yearly preventive maintenance (pm) or after 5000 hours of operation whichever comes first. Since no logs are received none of those parameters is known and therefore the age of the nozzle unit cannot be determined. Hence it cannot be determined if the membrane's wear was normal or early.

Event description:
Manufacturer ref#: (B)(4). Importer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check displaying a message "system volume too large". There was no patient involvement. (B)(4).